Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they have been "peeing like a racehorse" and are in the bathroom for at least 3 minutes. Patient stated this has been going on "for awhile." Patient said ins has been helping some and that they used to be holding at least 60% so it is helping some. Patient connected to ins and increased stimulation to a comfortable level. Patient will maintain stimulation and monitor symptoms. Redirect to hcp if issue persists. Additional information was received from the patient. Patient called back and repeated therapy issues, said that within the last two weeks saw jonathan and kristin at physician's office and discussed the situation. Patient understood that the solution is to move the neurostimulator from the right side to the left side. Patient said on the right side their foot is going numb. Patient said that he found out that insurance denied covering the procedure. Patient said that it isn't his fault. Patient said that it sounds like they are going to put in a permanent catheter and just stop using the stimulator. Patient was redirected to discuss submission to insurance with hcp office. Additional information was received on 2023-nov-17, patient said called the doctor's office and was told that the doctor is in surgeries until monday. Patient called back and reiterated that they'd met with kristin and jonathan in the past at their physician's office because the neurostimulator was not working and making their foot go numb. The patient stated they'd met with [manufacturer] 3 times since the implant and that a rep named andy was at the implant procedure. The patient reiterated the decision was made between their hcp and the reps was to turn the therapy off and to potentially move it to the "other side," but insurance was denying it and they hadn't heard from anyone about it. The patient stated [manufacturer] wasn't calling them back. Patient services reviewed the role of the rep with the patient. The patient stated they thought the plan now was to remove the ins but again the insurance company was denying it. The patient stated they really didn't want to have to catheterize for the rest of their life and "to be honest I would rather have a bag" at their side. Patient services redirected the patient to continue following up with their hcp and working with their insurance company to address their concerns with the implanted system. Caller called back and reported that the device was explanted by dr mcdonald because it made the foot go numb. The caller put their mother in the phone who reports "it was put in too low because it hit the spinal cord" and that as soon as it was turned off, the issue stopped. The caller reports that dr mcdonald and the patient both want to have the implant put back in, but insurance is not helping. Reviewed medtronic does not sell anything to patients or involved in billing and to work with the hcp.